Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (INS). The reason for call was patient reported that ever since they had the implant they had problems. Pt mentioned the it has been decided to remove the implant "because it tried to kill me". Pt mentioned last week "it tried to burn me from the inside out and took 3 iced packs to cool the battery down". Pt mentioned they're scheduled on the 31st to remove the implant but frustrated because they needed to pay out-of-pocket the removal of a faulty device. Agent mentioned that faulty implant battery needs to be returned to MDT for investigation and informed pt that their concerns will be forwarded to patient relations for further assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.